Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, ventricular noise oversensing, possibly caused by electromagnetic interferences (emi), was observed on some of the episodes recorded in the device memory. Displays of 'c' markers, which show capacitor charges, were seen on two vf episodes recorded on (B)(6) 2018. No inappropriate shock was delivered.